Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to mechanical jam with the plunger may include, but are not limited to, vessel locator not placed against the surface of vessel, flex-guide not held in alignment with body of device and the angle of tissue tract prior to and during depression. The locator wings had not been deployed contributing to the inability to use the safety release button. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a starclose device after an interventional peripheral procedure using a 6f sheath. Reportedly, resistance was noted while depressing the plunger during step 2. The #2 was visible however, the device did not work. The physician attempted to use the safety release button, but did not work since the locator wings had not been deployed. Manual compression was applied to achieve hemostasis. A clinically significant delay in the procedure was reported. No additional information was provided.